Manufacturer narrative:
Date of event: exact date unknown, event occurred in early 2020.

Event description:
It was reported that following a non device related surgery, the patient's ipg had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.